Event description:
It was reported that the customer's insulin pump was not working and that she had been experiencing high blood glucose levels. The customer's blood glucose was ranging from 300 mg/dl to 400 mg/dl. The customer stated that it would sometimes take all day in order for her blood glucose to lower. The customer stated that she had treated herself with manual injections when necessary. The customer declined troubleshooting for the insulin pump. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.